Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump indicated a data log corruption and t a cartridge did not fit onto the pump. Reportedly, the customer cleaned the guide rail and performed a cartridge change to resolve the issue.